Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿inflammation, erythema, and mild pain/discomfort¿ and ¿vase obstruction¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported after injection with 1.0ml of juvéderm® voluma¿ with lidocaine in the ¿nasolabial fold, mandibular angle fold, and cheeks (ck1, ck2),¿ patient experienced inflammation, erythema, and mild pain/discomfort 2 days later in the nasolabial folds. Patient was also injected with botox® concomitantly. Prior to injection, patient¿s face was washed with water and soap and treated with ice and alcohol. Healthcare professional considers the event possibly related to the device; possible cause was indicated as ¿vase obstruction.¿ ice, antibiotics, and hyaluronidase were reported as treatments; however, it was also mentioned the healthcare professional does not know the outcome of the situation as ¿the patient is out of the country and has not been able to obtain antibiotics or hyaluronidase.¿ it was reported patient needed ¿urgent injection with hyaluronidase.¿ symptoms have not resolved. Later, healthcare professional noted the patient was ¿better.¿ injector also ¿emphasized the importance of not ruling out a vascular disorder that requires the use of hyaluronidase.¿

Event description:
Updates from the injector revealed patient ¿does not have significant sequelae, presents mild erythema in the area where the reaction was presented.¿ oral keflex (cephalexin) was provided as treatment for 10 days. Upon patient's return, injector treated patient with ¿a product based on ammonium lactate for the recovery of the skin of the affected area.¿ injector suggested applying more hyaluronic acid, but the patient declined.

Manufacturer narrative:
Additional information: describe event or problem.